Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose two days ago. It was stated that the customer did not give any manual injection as he thought the problem he was having was chest pain, hence he was admitted to hospital. It was stated that the customer wears the infusion set for three days. Troubleshooting was performed. The programming of the insulin pump was correct. No further info was provided.